Manufacturer narrative:
Per additional information received, the source of the infection was unknown, and the patient did not have any lines at that time. His blood cultures were positive for streptococcus sanguinis (a normal bacteria in the human mouth), and IV ceftriaxone was started. He was discharged home with home health nursing and ongoing IV ceftriaxone for six weeks. Per the site, the patient is doing well now with no further antibiotic therapy required. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre- and post-operative infection control measures. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed. There is no indication that it is related to any device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately one year post implantation this patient was hospitalized for bacteremia. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.